Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving therapy from their implantable cardioverter defibrillator (ICD). It was noted that the patient had a syncopal episode around the time of treated episode. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead displayed intermittent ventricular oversensing on the episode electrograms (egm). The lead remains in use. No further patient complications have been reported as a result of this event.